Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received 2 blood glucose readings of hi on the contour next link 2.4, was retested on the home health nurse's meter and the reading was 150mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to her.